Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: the host of crossfire couldn't be opened. The host of (B)(4) there was no image, couldn't enter the program. The failure(s) identified in the investigation is consistent with the complaint record. The root cause is the rf board. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that a thermal event was expereinced.